Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that both the implanted neurostimulator and the controller charge, but when the patient tried to use the controller to get stimulation, the controller does not do anything. Agent clarified with the caller and caller confirmed that the patient was not feeling stimulation at all. Caller stated that the issue started about a month ago, sometime in april, and that they had to get everything functioning for an MRI. Caller confirmed that everything was fully charged after the MRI, but after the MRI the device would not work. Caller reported no device found screen displayed on the controller. Caller connected the recharger to the controller and confirmed seeing the no device found screen; caller tapped recharge and screen progressed to excellent charge quality with green flashing light. Caller unplugged the recharger and reported battery empty screen 81 and noted that the implanted neurostimulator battery was in the red and the controller battery was in the green. Caller then started a recharging session of the implant and reported seeing good and then excellent recharging screen with a green flashing light. Agent instructed caller to charge ins to full once replacement battery pack was received and reviewed stimulation would need to turned on once ins was charged.  Caller called back stating that the controller was not seeing the ins. Now with the new controller battery, the controller was not charging in the wall. During call caller plugged the controller into the ac power supply and the green light was solid indicating the controller was fully charged. Caller then attempted to recharge the ins and they were recharging at excellent. Controller was at 100% and the ins was showing a red triangle. Caller mentioned the pt did not have a manual so agent ordered one for them.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.